Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that there was no patient contact or harm. The procedure was completed using an alternate device.

Manufacturer narrative:
The phaco (phacoemulsication) handpiece (#1) was received and a visual assessment of the returned sample found no visual nonconformity. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The customer reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece (#2) was received and a visual assessment of the returned sample found a missing connector cap, damage on the phaco handpiece strain relief and dents on the irrigation line. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The reported event was unable to be confirmed. The phaco handpiece met functional specifications as related to the reported event. Unrelated to the reported event, a visual assessment found a missing connector cap, damage on the phaco handpiece strain relief and dents on the irrigation line, however, how or when the nonconformance occurred is unable to be determined. The phaco handpiece (#3) was received and a visual assessment of the returned sample found a missing connector cap, damage on the phaco handpiece strain relief and dents on the irrigation line. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The reported event was unable to be confirmed. The phaco handpiece met functional specifications as related to the reported event. Unrelated to the reported event, a visual assessment found a missing connector cap, damage on the phaco handpiece strain relief and dents on the irrigation line, however, how or when the nonconformance occurred is unable to be determined. The phaco handpieces were found to meet functional specifications as related to the reported event; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that three handpieces did not pulverize before a procedure. Additional information has been requested.

Manufacturer narrative:
Corrected information has been provided: the manufacturer internal reference number is: (B)(4).